Event description:
Spontaneous report received in november 2004 from an institution regarding a heart transplant pt (identifiers not provided). The pt received a heart transplant on an unspecified date in november 2004. Celsior solution was used in the heart transplatation. After the transplant the pt initially had poor heart function and was put on extracorporeal membrane oxygenation (ECMO). The pt improved and was taken off ECMO. The pt's outcome is unk. The reporter did not provide a causality assessment. No further information was received. Manufacturer's comment: this is the third of three cases provided by this reporter. Please refer to cels-10010 and cels 10011.